Event description:
Received letter in mail from philips its CPAP machines had pieces of foam noise filter coming loose and traveling through air tube and causing patient to breathe in these particles, resulting in throat irritation and cough. I called to register my son's CPAP machine for recall, was told the issue had been reported to the FDA on june 14, 2021 and appropriate regulatory authorities, and after I asked was told recall dates were not yet determined and neither was length of time to repair or replace and return machines to patients. Sleep apnea is a serious ailment, and philips being the one that manufactures the CPAP machines appears to be completely clueless to the fact not having a heavily depended upon piece of equipment or having to use one that is defective and could cause illness, lung damage and possibly death is unacceptable. Philips and the FDA are blithely and blindly taking their time while patients suffer again patients are breathing these particles into their lungs and not having their machine to use nightly could cause death young people have died from sleep apnea. What are you all thinking? I told the rep on the phone to get going and reach up to upper management and tell them to put some traction under this issue and the FDA what are you all waiting for someone to die because they've ingested too many of these foam particles? Philips is looking for a cheap way out of this what will it cost them if someone dies due to philips' negligence? Merely sending a letter and reporting or publicizing it to people does not cut it this issue requires serious action mandate that philips get the recall started. FDA safety report ID # (B)(4).